Event description:
On august 7, 2001, it was discovered that pt would need surgery to replace lens that was inserted in the pt's left eye. Vision in left eye was 20/70 pre operative. Vision in left eye was 20/400. Pre-operative axial length was 24.31. Recheck of axial length was 22.99. Using the same ultrasonic biometer. Calibration was checked and was correct.